Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported in a supplemental report.

Event description:
It is reported in the letter of the attorney of the patient that his client underwent a revision surgery related to pain in this left knee with out any amelioration.

Event description:
It is reported in the letter of the attorney of the patient that his client underwent a revision surgery related to pain in this left knee with out any amelioration.

Manufacturer narrative:
Medical records evaluation: the medical review states: ".... Over the clinical course after implantation in 2004, from 2009 onwards there was an evident decrease in stability of the femoral components with progressive widening of reactive lines around the femoral stem extender and development of clear osteolysis ....." This would indicate that the noted instability was caused by loosening and subsequent fracture of the stem extender; there is no allegation that the instability was caused by the femoral component. Based on the information provided, there is no indication that the femoral component reported contributed to the event.